Manufacturer narrative:
This spontaneous case was initially reported by a consumer and the most recent information was received via regulatory authority dutch health care inspectorate (igz) (reference number: (B)(4)) and describes the occurrence of device dislocation ("one essure on left side was clearly not in a good location") and menstrual disorder ("abnormal menstruation") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "placement did not go well at the left fallopian tube. Then a second essure was placed / first essure remained in situ". Medical conditions: no nickel allergy. On (B)(6) 2010, the patient had essure inserted. At this same day, she experienced complication of device insertion ("placement did not go well at the left fallopian tube. Then a second essure was placed / first essure remained in situ / echo it was clearly visible that there were three essures").on an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), hot flush ("hot flushes"), cystitis noninfective ("bladder inflammation"), mood swings ("mood swings"), fatigue ("fatigue"), back pain ("pain in back, joints, legs, neck and hip"), arthralgia ("pain in back, joints, legs, neck and hip"), pain in extremity ("pain in back, joints, legs, neck and hip") and neck pain ("pain in back, joints, legs, neck and hip"). The patient was treated with novasure procedure on (B)(6) 2016 and essure removal (with fallopian tubes and uterus) on (B)(6) 2016. At the time of the report, the device dislocation, complication of device insertion, menstrual disorder, hot flush, cystitis noninfective, mood swings, fatigue, back pain, arthralgia, pain in extremity and neck pain outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, complication of device insertion, cystitis noninfective, device dislocation, fatigue, hot flush, menstrual disorder, mood swings, neck pain and pain in extremity with essure. The reporter commented: the patient finds strange that she underwent the novasure treatment while her complaints may be caused by an essure that does not belong there. The gynecologist confirmed this. She holds company liable for the damage caused. Diagnostic results: echo of abdomen on (B)(6) 2015, on (B)(6) 2016 doctor said that on this echo it was clearly visible that there were three essures. One essure on left side was clearly not in a good location. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-aug-2017: reporter information was updated and a new reporter was added. Lab test was updated, and events "one essure on left side was clearly not in a good location", "hot flushes", "abnormal menstruation", "bladder inflammation", "mood swings", "fatigue", "pain in back, joints, legs, neck and hip", and "placement did not go well at the left fallopian tube. Then a second essure was placed / first essure remained in situ / echo it was clearly visible that there were three essures" were added. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 04sert2017 for the following meddra preferred terms: menstrual disorder: the analysis in the global safety database revealed 41 cases. Device dislocation: the analysis in the global safety database revealed 1.421 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation of ptc received on 11-nov-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up from 22-nov-2016: no consent for follow-up was received from the reporter. (B)(4). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 22-nov-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 446 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This event, considered as device medical removal, was considered serious and anticipated in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a (B)(6) year-old female consumer in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) placed on (B)(6) 2010 for sterilization. Consumer reported that, on (B)(6) 2010, she underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment, she developed several physical complaints. In the meantime consumer has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. She holds company liable for the damage caused. Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This event, considered as device medical removal, was considered serious and anticipated in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. A product technical analysis is being sought. Further information has been requested.